Manufacturer narrative:
The patient experienced glare/haloes.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+1.0/090 diopter, in the patient's right eye (od), on (B)(6) 2017. The reporter indicated at one day post-op, the lens had an excessive vault, refractive surprise and significant reduction of irido-corneal angles. The surgeon repositioned the lens on (B)(6) 2017 and the problem was resolved.